Event description:
The physician used a wilson-cook six shooter saeed multi-band ligator. The device was loaded onto an olympus q160 endoscope for an esophageal banding procedure. Four bands were successfully placed. Upon removal of the endoscope, it was noted that the barrel of the device had detached into the pt's mouth. Using suction and keeping the airway open, the pt coughed out the device. Following the procedure, the pt's condition was reported as stable.